Event description:
It was reported that during an implant procedure the lead would not go into the catheter. A second catheter was used with the same issue. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The analyst noted the lead was fully inserted with no resistance or anomalies. If information is provided in the future, a supplemental report will be issued.